Event description:
Rptr was swimming in a pool when she experienced "kaleidoscope vision", "metal rattling through her head", and memory loss after the event. Rptr does remember driving her car home after the event, and going to bed. The next day she decided to go to the hosp for an evaluation. She remembers the physicians stating the word "malfunction". Rptr was admitted to the hosp for replacement of her implantable cardioverter defibrillator. Rptr has had no problems with the replacement device, however rptr states that she lives in constant fear of a repeated event. Rptr wishes for this report to go on file for the benefit of others.